Event description:
It has been reported that while the physician was performing lap g.b. While working with and manipulating the assisted duct, the instrument jaw broke inside the pt. The broken piece was retrieved, and is available for return and eval.